Manufacturer narrative:
Device evaluation summary: according to the information received, the patient reported a disliked result. During the visual evaluation of the picture, bubbles were observed in the implant. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent breast reconstruction revision surgery with a 360 cc mentor memorygel breast implant experienced dissatisfaction of procedural outcome post procedure. As a result patient had an explantation on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the correct lot number is 7750518. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient reported a disliked result. During the visual evaluation of the device, two tears were observed on the anterior view. Tear a measuring approximately 1.9 cm and tear b measuring approximately 0.9 cm. Microscopic examination was performed on the edges of both ruptures, and parallel striations were found in an area of the tears, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).